Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, a surgery was performed laminectomy and posterior to place the implants. The screwdriver was used to place universal reduction screw (urs) screws in place. The placement of the screws was verified using a image intensifier. It showed that the bar is placed in the right direction without any complications. At the time of the final block the torque is heard, but the screwdriver tip was broken. The tip of the screwdriver was attempted to be removed, but it was unsuccessful. The surgeons decided to leave it and used another screwdriver for the remaining blocks. This report is for an unknown spine. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for 1 unknown spine device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.